Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ revision recommended for asr implant - right hip. Update received: (B)(6) 2014 - added type of product: asr xl, added reason for revision: alval / soft tissue reaction, added hospital: (B)(6), added future revision date: (B)(6) 2014 and added all products: cup, head and taper sleeve. Asr revision due to take place (B)(6) 2014, asr xl - right, reason(s) for revision: alval / soft tissue reaction. Update - added manufacturing dates, received confirmation that revision has taken place. Taken from (B)(6) 2014.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.